Event description:
It was reported that the pump touch screen had a glow around the perimeter, but the display remained black. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.